Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unable to confirm motor error alarm due to unresponsive buttons. Motor was tested outside the device and passed. Unit received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 168 mg/dl. Troubleshooting was performed. The device was returned for analysis.